Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer stated that the e-100 generator would not recognize instruments when they were plugged in. The same instrument was plugged into the erbe generator and worked with no issue. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse was able to reproduce the issue. Therefore, the isi fse replaced the e-100 to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform a failure analysis. The e-100 was analyzed, and the reported failure was replicated. The e-100 was installed onto the test system and failed to test. The power led turned red, and the bipolar led did not turn on. Therefore, the cut/seal could not be activated.